Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). As reported, the mynxgrip vascular closure device 5f sealant fell out from the advancer tube. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1818602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported; however, handling factors are possible. According to the instruction for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the mynxgrip vascular closure device 5f sealant fell out from the advancer tube. There were no reported patient injuries. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device sealant fell out from the advancer tube. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the distal tamp lock. The procedural sheath was retracted to the shuttle handle. A small piece of sealant was returned separated from the device. The condition of the returned device indicates an incomplete removal step of the device (balloon catheter not withdraw through the advancer tube). The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1818602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the product analysis and information available for review, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the device being returned with the advancer tube still engaged to the distal tamp lock. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.